Event description:
Ous MDR - the device was implanted on (B)(6) 2010, because, the previous implant could no longer be interrogated after a shock delivery into a low-ohmic shock path. The exchange was carried out without a shock test. Due to the analysis result of the ICD explanted on (B)(6) 2010, the physician decided to later trigger a maximum energy shock on (B)(6) 2010; the exchanged ICD could no longer be interrogated afterwards. As part of the explantation of this new device on (B)(6) 2010, the (B)(6) was also explanted.

Manufacturer narrative:
Ous MDR - there was a sparkover trace noted on the ICD housing. The dot-shaped site of locally molten titanium indicates a sparkover during shock delivery between the housing and a conductor of the lead. This is consistent with the defect manifestation for the associated lead of the (B)(6) . The ICD underwent an electrical analysis, during which the clinical observation was confirmed, the ICD could no longer be interrogated. Next, the device was opened. During the inspection of the internal structure, damage to the electronic module was identified. This damage at the electronic module resulted from the reported shock delivery of a maximum energy shock into an external short-circuit, which was caused by the defective lead. In summary, the cause of the clinical observation was a defect lead insulation. During a shock delivery, a sparkover occurred between a conductor of the lead and the ICD housing, damaging the electronic module of the ICD. There was no material defect or manufacturing error of the ICD.